Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 4 months after the initial implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. During the surgery it was reported that the implant had not integrated. Patient was reported to have needed another surgical intervention.